Manufacturer narrative:
(B)(4). Concomitant products: biolox delta xlw-18 ins 32/39g catalog# 650-0791 lot#2240588, biolox d mod cer hd 32mm std catalog#164186 lot#2264338, exceed abt 3hl shell 39/52mm m catalog#123952 lot 2111623. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient expired due to unknown reasons four years post operation. There is no information to suggest the devices contributed to the patient's death, however cause of death remains unknown.